Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital from on (B)(6) 2025 to on (B)(6) 2026. The patient experienced massive bleeding on (B)(6) 2025 in their lower gastrointestinal tract. The patient was given a blood transfusion, and their international normalized ratio was 2.6. Their activated partial thromboplastin time (aptt) was 43 seconds, and their platelet count was 16.7 ×104/ l. It was noted that there was a history of a lesion or disease at the bleeding site, which promoted the onset of bleeding (diverticulum in the descending colon), and causal device relationship was not ruled out because anticoagulant medication was being taken due to device implantation. On (B)(6) 2025, the patient had graft stenosis relief with removal of seroma which was thought to be related to the device because there were also matters related to the device surgery. The patient experienced another event on 27dec2025 consisting of right heart failure when it was noted the patient was experiencing ascites. This was considered device related due to right heart failure occurring after implantation. The patient had an aortic valve closure during their admission.